Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced decreased exercise tolerance and shortness of breath. It was further reported that the rv lead exhibited high thresholds, short ventricle-ventricle intervals and was sensing atrial activity. It was also reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.